Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was moving closer to the surface of the skin. It was stated that there was concern that the implant would push through on the corner and cause an infection. It was stated that it ¿has been like this for a while¿. It was reported that the patient was assessed by their healthcare professional (hcp) last week and the hcp said it didn¿t look like the implant had moved.